Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 535 mg/dl. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer expressed frequent urination, thirst and anxiety, as symptoms of high blood glucose. The customer stated that she did not have a back-up plan available and waited overnight for an insulin pump. The customer declined troubleshooting for high blood glucose at the time of the call. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.